Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the pump had become locked without user intervention and was unable to be unlocked using keypad buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/22/2014 with the following findings: visual inspection revealed that the keypad cover was free of damage. Evaluation revealed that all of the keypad buttons were properly responsive, and the pump was locked and unlocked without difficulty; the reported event was not duplicated. The keypad cover was removed, and the key contacts were found to be free of damage. During analysis, the pump operated according to specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.